Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 has a malfunction of lock mechanism not working. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to duplicate customer's reported problem in that the "lock mechanism not working" issue during the investigation. During investigation the pump was double beeping on power up without the administration cassette attached. The investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.